Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. The device had a scratched screen. The event log was not checked due to technical issue. The reported failure was not replicated; the device passed functional tests. The root cause of the event could not be established. The downstream sensor will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device beeps continuously beeping. No patient injury was reported.